Event description:
Medtronic received a report that the pipeline failed to open and encountered resistance with the phenom catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left c6 segment with a max diameter of 5.5 mm and a 3.2 mm neck diameter. The landing zone was 2.9 mm distally and 3.4 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered. The angiographic result post procedure using a new pipeline showed contrast agent retention in aneurysm. It was reported that after releasing part of the stent, the surgeon pulled back the phenom27 and found that the stent was stuck and could not be retrieved or release. It was reported the stent was stuck (locked up) or had resistance in the distal section of the catheter. The catheter was flushed with heparinized saline. The pipeline did not become stuck. There was no catheter or pushwire damage observed. It was reported the pipeline failed to open in the distal section. The pipeline was not placed in a bend. Less than 50 % of the pipeline had been deployed when it failed to open. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-fg (lot: unknown); product type: ; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline flex embolization device was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex was returned within introducer sheath. Damage location details: no bend was observed on the pushwire. The hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex were found fully opened and damaged. No other anomalies were observed. Testing/analysis: the pipeline flex was pushed out from introducer sheath without any issues. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the device was resheathed. In addition, the proximal and distal ends could not be identified. The distal and proximal ends were found to be damaged. However, the root cause could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.